Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
On (B)(6) 2026 it was reported to veryans approved distributer, (B)(4), with (B)(6) medical center in (B)(6) that during a deployment of a 6 x 80 mm biomimics 3d (bm3d) stent system there appeared to be infolding of the stent in the proximal section. Arterial diameter: 9 mm, however, the luminal diameter was approximately 6 mm. Additional notes: the patient presented pre-existing stents that were oversized to approximately twice the native vessel diameter. Proximal correction of a veryan stent infolding was performed using a cordis smart stent, followed by placement of a long gore viabahn stent graft in the distal segment. It was reported that there were no health consequences or impact to the patient.